Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additional information: d8, d9, h3, h6, h11 the device was returned to olympus for inspection, and the reportable malfunction was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the broken tip was likely thermally and mechanically induced. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the hysteroscope's ceramic tip is loose. The issue occurred during preparation for use for an unspecified procedure. The procedure was completed with a replacement device. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted. E1/establishment name: (B)(6) hospital.